Event description:
A malfunction was reported by the caller regarding their pump, which stopped working after the battery failed to charge. Despite the issue, there was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The caller was advised to monitor the situation and contact support if the problem reappeared.